Manufacturer narrative:
On 30-mar-2026, the product investigation was completed. On 31-mar-2026, bwi received additional information indicating that a 98cm brk tsp needle was used. It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the physician complained that the sheath was unable to go across the septum. They removed the sheath from the body and noticed the tip was "squished". When the sheath was replaced, the issue resolved. No patient consequences were reported. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. A visual inspection and dimensional test of the returned device was conducted. Visual analysis of the returned sample revealed that the tip of the distal tip of the sheath was noted bumped; this finding could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. A dimensional test was performed, and the device was found within specifications. A device history record review was performed for the finished device (B)(4) number, and no internal action related to the complaint were found during the review. The tip soft damage reported by the customer was confirmed and it could be related to the intracardiac resistance issue reported by the customer, therefore the complaint was confirmed. The bumped and deformed condition could be related to the skin incision size relative to the sheath during the procedure or the manipulation of the device before or during the procedure; however, this could not be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. During insertion, use caution not to create excessive bends that may lead to crimps in this device. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
G1 manufacturer site postal code: 757438. G1 manufacturer site country code: 65. G1 manufacturer site phone: 63737200. The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a vizigo sheath and the physician complained that the sheath was unable to go across the septum. They removed the sheath from the body and noticed the tip was "squished". When the sheath was replaced, the issue resolved. No patient consequences were reported.